Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that while filling the cartridge with insulin, the customer alleged there may be leakage as no resistance was felt and the syringe plunger did not pull back on its own when removing air from the cartridge. Another syringe and cartridge were used and cartridge was successfully loaded. Customer's blood glucose was 203 mg/dl.